Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on the same day, post implant, the patient's heart rate dropped into the 20's and 30's. It was noted that there was possible loss of capture on the right ventricular (rv) lead which caused the lower heart rates. Additional information obtained from the nurse indicated that the patient's implantable pulse generator (ipg) system was checked a week later and everything was functioning and in normal ranges. The lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.